Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor gave inaccurate readings and that the insulin pump suspended at inappropriate times due to this. There was a sensor reading 2.8 mmol/l when the blood glucose reading was over 5 mmol/l. The sensors will be replaced but were not returned for analysis.